Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shuts off periodically and without warning. Customer has changed the batteries but the problem persists. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. The pump was received with normal operating currents. No unexpected shutting down or powering off occurred during testing. The pump was received with a scratched case, a pillowing keypad overlay, and fading serial number label.